Event description:
It was reported that a patient underwent a gyn procedure in 2025 and barbed suture was used. In a conversation with a gyn surgeon the surgeon informed that in the past when she used stratafix for vaginal cuff closure the suture was breaking post op. Several patients were seen at post op appointments with pieces of stratafix coming out of the vagina. No dehiscence reported but this caused bleeding and pain post op. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ (B)(4) captures the initial report for "several patients were seen at post op appointments with pieces of stratafix coming out of the vagina. No dehiscence reported but this caused bleeding and pain post op." ¿ (B)(4) captures the ambiguous multiple event report. - how many devices demonstrated the alleged deficiency? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. How much blood did the patient lost? Confirm the qty in cc. How was the bleeding treated? Was any blood transfusion necessary? Please provide the lot number. Please inform the patient¿s current health status and condition. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). All the information requested below is unknown. Dr. (B)(6) (please refer to the email), obgyn surgeon was the one who provided this information. Next time I see her I will try to get this information. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.